Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the acetabular cup was not received for examination. Sufficient x-ray evidence was presented in order to confirm a disassociation of the liner from the cup. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a worldwide complaint database search to find additional related reports against the provided product code/lot code combination was not possible because lot number was not provided.

Event description:
Mrr findings, aei note a-10291640 under (B)(4). On (B)(6) 2022, the patient had a revision right total hip to address fractured, dislocated, deformed polyethylene liner, metallosis in surrounding tissue. Head and liner were revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿it was reported that the surgeon stated that his patient was hearing squeaky noise coming from her hip. After an x-ray was taken he noticed that the head ball was malposition. Patient was revised with dual mobility. Chart notes and x-rays to follow. It was also indicated that there was malposition of the cup. Doi: (B)(6) 2019 - dor: (B)(6) 2021 (unknown side)". The product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4)). Review of the radiological images evidence revealed that the femoral head presents a non centrical position regarding the inner surface of the cup, most likely due to the reported disassociation event between the involved liner and pinnacle sector ii cup 48mm. It would not be unreasonable that an audible noise would be generated from articulation of the femoral head against the cup post disassociation of the liner. This does not indicate any error in manufacture or material. Additionally, as identified in the investigation for the returned acetabular liner sufficient evidence was presented in order to confirm a disassociation of the liner from the cup. However, based on the available information it not possible to confirmed a misposition of the acetabular cup. With the information provided is not possible to determine a potential cause at this moment for the disassociation event. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. The overall complaint was confirmed as the observed condition of the pinnacle sector ii cup 48mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Medical records were received indicating that the primary right hip replacement occurred in (B)(6) 2009. Primary operation notes were not provided within this set of medical records. Revision operative notes (B)(6) 2019 indicate the patient received a right total hip revision due to pain, swelling, hip noise and difficulty ambulating. Upon entering the joint, some metallosis was encountered. The liner was noted to be worn and fractured. The femoral head had some blackened areas. The cup was noted to be intact. The liner and head were revised. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2021 indicate the patient received a right total hip revision due to pain, swelling, hip noise and difficulty ambulating. Upon entering the joint, black fluid, metallosis and debris was encountered. The liner was noted to be worn, fractured, and disassociated from the cup. The liner and head were revised. The surgery was completed without indication of complication by the surgeon. (Related to this complaint (B)(4). Office notes (B)(6) 2021 indicate she is still having pain, difficulty ambulating, swelling and right foot weakness and numbness post revision. Likely due to a mild nerve injury at revision. Physical therapy and oral pain medication provided as treatment.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon stated that his patient was hearing squeaky noise coming from her hip. After an x-ray was taken he noticed that the head ball was malposition. Patient was revised with dual mobility. Chart notes and x-rays to follow. It was also indicated that there was malposition of the cup. Doi: (B)(6) 2019, dor: (B)(6) 2021, (unknown side).